Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the power management board to fix the charging issue and tested the iabp to factory specification then returned it to the customer for clinical use.

Event description:
The maquet/getinge field service representative (fse) reported that the intra aortic balloon pump (iabp) did not charge the batteries after performing a scheduled maquet/getinge preventive maintenance. No patient was involved and no adverse event was reported.